Manufacturer narrative:
The device was manufactured from april 5, 2019 - april 8, 2019. H10: two actual devices were evaluated. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the samples. When the units were removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer caps. Functional testing was performed by filling each device with green colored water. After fill and prime, the blue winged luer caps were hand tightened. The samples were monitored until the next day and no signs of leaks were observed. Both devices were conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors leaked from an unspecified location. This occurred after filling. There was no patient involvement. No additional information is available.